Event description:
It was reported that a signal artifact monitor (sam) event occurred as a result of minute ventilation (mv) noise and oversensing on the right ventricular (rv) lead. No pacing inhibition noted. Variations in lead impedances were noted over the last 12 months, however all remained within range. Technical services (ts) provided lead troubleshooting and reprogramming options. This pacemaker remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a signal artifact monitor (sam) event occurred as a result of minute ventilation (mv) noise and oversensing on the right ventricular (rv) lead. No pacing inhibition noted. Variations in lead impedances were noted over the last 12 months, however all remained within range. Technical services (ts) provided lead troubleshooting and reprogramming options. This pacemaker remains in-service. No adverse patient effects were reported.